Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was isolated to a defective response button switch. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's monitor response buttons were not working. The pt was issued a replacement monitor.